Event description:
The patient reported that on the last two devices patient wore, 1 for today and 1 yesterday, had needle button would not stay locked down. The patient stated she did not accidentally activate the needle release button on either of these devices. The patient stated she did not hear the click sound on either of these devices when she locked them in place. The patient explained she went to give herself bolus clicks and that is when she noticed the needle button popped back up. The patient replaced the first device and stated she will replace the second device today.